Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported prior to the patients discharge of a system implant, the pacemaker was checked, and the ra lead seemed to be dislodged which was confirmed on x-ray. The ra lead, along with the rv lead were repositioned. No adverse patient effects were reported.